Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced difficulty recharging their implantable neurostimulator, as the recharger had trouble locating the battery and maintaining a stable connection to allow for a full recharge. Possible contributing factors, such as weight gain or battery repositioning, were noted but remain unknown. The recharger required direct placement over the skin with counterpressure applied to maintain a secure connection. On (B)(6) 2025, repositioning attempts were made, and placing the recharger directly over the skin allowed recharging to occur. However, any movement or loss of pressure caused the recharger to lose coupling with the battery. Once the recharger was repositioned and pressed against the battery on the patient¿s chest, it successfully connected and allowed recharging. The issue was resolved at the time of this report. Additional information received on june 10, 2025, indicated that the patient could only recharge up to 12%. It is unknown if a revision or replacement surgery will be required to resolve the issue, and the caller inquired if a representative needed to be present. See pe for previous documented recharging issues/wr replacement. Additional information was received from the manufacturer's representative, reporting that the patient can recharge up to 75% if they remain still, the recharger is placed directly over the ipg, and pressure is applied to the recharger. It does take quite a bit of time. The doctor was notified of the issue, and the patient was referred to the neurosurgery clinic to schedule a replacement. The cause of the issue remains unknown and the patient still wasn¿t able to get to 100%. The plan for a long-term fix is to schedule a battery replacement. The information was confirmed with the healthcare provider.

Event description:
See h.11.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.